Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set blockage located in cannula. This event occurred on (B)(6)2024. Patient was hospitalized due to diabetic ketoacidosis. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.